Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with tp2 total protein gen.2 on a cobas pro c 503 analytical unit. No incorrect results were reported outside of the laboratory. The sample initially resulted in a total protein value of 8.05 g/l, which repeated as 63.3 g/l. The total protein reagent lot number was 619900. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
Reagent issues can be excluded. The customer found a dirty sample probe and cleaned it. The field service engineer exchanged the sample probe and confirmed adjustments. The rinse levels were checked and adjusted. Controls were ok. The investigation could not identify a product problem. The cause of the event could not be determined.